Manufacturer narrative:
(B)(4). A used sample was returned for evaluation. A visual inspection was performed via the naked eye and microscope and damaged patient line tubing was noted. A leak test was performed with a leak from the damaged patient line. A clamp function test and clear passage test were performed with no issues noted. The sample was put through a simulated therapy with a leak noted from the damaged portion of the patient line. The damaged portion was replaced and placed through another simulated therapy, no issues were noted. The reported problem was identified during evaluation and the cause of the leak was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was noted in the patient line of the cassette. The event was reported during the initial drain on the homechoice (hc) and the home patient (hp) was connected. No patient injury or medical intervention was reported as a result of this event. During follow up with the caregiver, it was reported that therapy had been going well since the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.